Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This reported represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified volume of 5% dextrose and normal saline, at a rate of 30 ml/hr, via a plum pump. It was reported that thirty minutes after the delivery was started, the patient's mother notified the nurse of a leak of blood. At this time, the nurse reported that the option-lok male adapter had popped out of the patient's PICC line and an "excessive" volume of blood leaked onto the patient's sheets and the floor. The nurse clamped the PICC line. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. The customer contact reported a slight delay of therapy; however, it was reported there was no change in the patient's status. No medical interventions were required. Though requested, no add'l info was provided.